Event description:
It was reported that the health care professional (hcp) requested review of an atrial tachy response (atr) episode for this patient with this pacemaker. Technical services (ts) reviewed noting a run of atrial tachycardia that met the atr entry count and then mode switched to atr before meeting the atr exit count a few beats later. Ts noted this is appropriate per the most recent programming however discussed considering longer atr duration to prevent mode switching for short runs of atrial tachycardia, or to continue to monitor as is. This pacemaker remains in service. No adverse patient effects were reported. Additional information was receive that this pacemaker was explanted due to a product performance issue and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.